Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, ¿wear and/or deformation of articulating surfaces.¿ this report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2016-01269 / 01271 & 02001 / 02002). Not returned by patient.

Event description:
It was reported that patient underwent a left elbow revision procedure approximately four (4) years post-implantation due to poly wear. During the procedure, the poly bushings were removed and replaced. It was noted that the saddle bearings were worn. It is suspected that the wear is due to the initial implantation angle.